Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited ventricular oversensing of the device's atrial output, resulting in inhibiton of ventricular pacing. In addition, atrial capture was not observed on the surface electrogram.